Manufacturer narrative:
The product was not returned to abbott vascular for analysis. A review of the electronic lot history record (elhr), corrective action tracking system for the web (catsweb) database review query for this product was not performed since the lot number was not reported and the product was not returned for analysis. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that the instructions for use (IFU) for guide wire hi-torque guide wires ce, FDA warnings section states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do not push, auger, withdraw or torque a guide wire that meets resistance. In this case, the reported IFU violation of withdrawn against resistance does not appear to have caused or contributed to the reported entrapment. Attempting to remove the guide wire against resistance was required given the clinical situation. The investigation determined the reported entrapment of the device, previously reported separation and treatments appear to be related to a combination of patient anatomy and operational circumstances of the procedure. A conclusive cause for the reported patient effect of pain and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. This is a supplemental report to final emdr 2024168-2017-03510.

Manufacturer narrative:
(B)(4). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. This is a supplemental report to final emdr 2024168-2017-03510.(B)(4).

Event description:
It was reported that the procedure on (B)(6) 2017 was to treat a lesion in the left anterior descending (lad) artery with moderate tortuosity and moderate calcification. An unknown stent delivery system was advanced on a bmw guide wire and the stent was successfully deployed at the lesion. When the guide wire was being removed, due to resistance, it was thought that the tip of the guide wire had become stuck in the calcified lesion and separated. Several images were taken of the anatomy and the guide wire tip could not be located. The patient was discharged. On (B)(6) 2017, the patient returned to the hospital with chest pain. It was confirmed that the separated tip of the guide wire had traveled distally to the lesion and landed in the septal branch of the lad. Another bmw guide wire was used to snare the separated tip from the patient. The patient is fine. Subsequent to filing the initial report, the following information was provided: on (B)(6) 2017, the physician removed two segments of the wire. Under physician consultation, it was decided to stop the procedure because of the fairly long period of fluoroscopy. A segment of the wire still remained in the patient. Further consultation was discussed to consider coronary artery bypass grafting for removal of the remaining segment of the guide wire. The patients condition deteriorated (barely able to walk). On (B)(6) 2017, at (B)(6), the patient underwent a coronary cauterizations. The physician was able to retrieve the remaining portion of the gw by using a torque device to wrap around the gw fragment and pull back for retrieval. There was no evidence of a perforation or dissection. Sequential rotational atherectomy was performed, placing two additional stents in the patients coronary arteries to resolve the blockages that were left untreated at (B)(6) (initial procedure hospital). It was then realized that a tiny distal fragment of the gw still remained in the patient. The patient suffered severe anxiety, stress and emotional distress over concern of the prognosis after it was determined that the guide wire section had been left in the lad. Additionally, it was reported that the patient has lost substantial quality of life compared to how he was before the procedure. No additional information was provided.